Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. :the instrument's shafts are broken approximately 60mm from the base of the handle. Optical examination identified a fairly brittle fracture, with no indication of fatigue. Additionally, a fragment is missing from the edge of the broken shaft, consistent with of impact and/or drop.

Event description:
It was reported that during a micro discectomy procedure, the pituitary broke in the middle. It was verified via flouroscopy that no pieces of the pituitary were left in the patient.